Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the universal battery charger heating up was unable to be confirmed. The universal battery charger (ubc) (serial number: (B)(6) was returned to the european distribution center (edc) and was evaluated and tested on 25jan2023. The ubc was powered on and booted up as intended. During the evaluation of the unit, it was visually observed that there was water damage on the power supply printed circuit board (pcb). The power supply pcb was replaced and the ubc was able to pass all functional testing. The power supply pcb was forwarded to the product performance engineering lab for further analysis. Upon initial observation, the board was severely compromised due to fluid ingress. Further testing was unable to be performed as a safety precaution. Although the reported event of the ubc heating up was not reproduced the observed fluid ingress and damage to the printed circuit board could have contributed to the reported event. A root cause for the fluid damage was unable to be conclusively determined through this investigation. The device history records were reviewed for the universal battery charger (serial number: (B)(6) and the universal battery charger passed all manufacturing and qa specifications. Customer order was shipped on 29sep2010. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. The heartmate 3 patient handbook and heartmate 3 instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) heated up.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is completed.